Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was found to be dislodged due to twiddler's syndrome. The lead was capped and replaced. The patient was stable post procedure.